Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This rv lead have not been returned for analysis.

Manufacturer narrative:
Supplemental: this report is being submitted to provide additional information and to correct field h6: impact codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This rv lead have not been returned for analysis. Additional information was received indicating that device did not exhibit any problem performance issue. No additional adverse patient effects were reported. This rv lead have not been returned for analysis.